Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm, though the hp stated that they were unsure if they initiated therapy before connecting. The technical service representative (tsr) explained the alarm to the hp. The tsr then had the hp close the clamps, disconnect from the setup, cycle the power on the hc device to clear the alarm, and remove the cassette. The hp planned to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.